Event description:
A report was received that the patient was having pain at the pocket site. The ipg was close to the skin. The patient underwent a pocket revision, during which, the physician implanted the ipg deeper. The patient was reportedly doing well following the procedure.